Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit is not switching to battery when unplugged. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) inspected the unit and found issues in batteries and needed to be replaced. He replaced batteries(d146-00-0039) and the problem was resolved. He completed a full system checkout. Unit passed all testing and was cleared for clinical use.

Event description:
N/a.